Event description:
A report was received that a trial patient received a blood patch due to a dural puncture that occurred during the trial lead placement. The trial was aborted because the patient did not like the feeling of the stimulation. After the procedure the patient was reportedly doing well.

Manufacturer narrative:
Additional suspect device components involved in the event: model #: sc-2218-50t. Description: linear trial, 50 cm with pre-loaded 0.012 inch stylet. The devices involved in the event were not returned to bsn, as they were discarded by the medical facility. This is the final report.